Event description:
A customer contacted beckman coulter inc. (Bci) stating that waste fluid was leaking from the side lid of the waste exit sump from the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 and replaced the corresponding valve and discovered a blockage in the no foam line. The blockage was removed and primed the system multiple times and issue was resolved.